Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: product ID: 1395572 200-73-13 - cr tibial insert sz 3, 13mm, slope ++ 1707117 200-02-29 - three peg patella 29mm 2022091 204-04-33 - trapezoid tibial tray sz 3f/3t. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documents that on (B)(6), 2011 a female patient underwent an initial right knee total arthroplasty, then on (B)(6), 2012, the patient underwent a revision of the exactech constrained condylar femoral component approximately 1 year 5 months after implant. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.